Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported near syncope. The patient reported they thought "something was wrong with the device." Ch ronically low r waves were noted on the right ventricular (rv) lead. The lead and ipg remain in use. No further patient complications have been reported as a result of this event.